Event description:
It was reported that the pt is unable to raise his leg, adn reports pain around the groin area. Pt is following up with his surgeon and will have MRI and blood work for further evaluation.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.